Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. It also states that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, the customer was not seeing drops of insulin exit the end of the tubing during filling. The customer's blood glucose (bg) level was in the 400s range (mg/dl). Reportedly, the customer had loaded cold insulin and typically uses cartridges for longer than 3 days. During troubleshooting with tandem technical support, the customer changed out supplies. The customer was instructed regarding cartridge and insulin labeling.